Manufacturer narrative:
B3: september is the correct reported month of event, but no exact day provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stops during operation. There was patient involvement but confirmed that no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. There was no known cause of the reported issue, and no further action was taken.